Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 19991014.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to lead migration and an upgrade of the implantable pulse generator (ipg) to new technologies, replacement went as planned. The device will not return because it was retained by facility. The patient is happy and feels good post operatively. Electrocautery was used.